Event description:
A pt reported that a skin test was administered into the right forearm about two to three weeks prior to 3/17/99. The pt stated the physician considered the results of the skin test negative on 3/17/99. On 3/17/99, the pt was treated with an unk formulation of product in the forehead lines, glabella, and "smile lines". The pt stated the treated areas became red right after the treatment. The pt admitted massaging the sites which resulted in symptoms exacerbating. The pt noticed the symptoms worsened after excercise. As of 5/24/99, the pt noted symptoms of raised redness and itching at the treatment sites. The pt stated the symptoms had been intermittent in nature, especially after massaging. The pt stated the forehead line treated sites were resolving, but the smile lines remained swollen, red and "bumpy". The pt stated the physician has advised the pt to allow time for symptoms to resolve. The physician advised oral benadryl and hydrocortisone 1% topical.